Manufacturer narrative:
The pump was received with blank display due to corroded electronic assembly. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display is black and the buttons are not responsive. Customer also indicated that there is moisture underneath the lcd screen. Customer does not recall any significant events leading to the error however, she went into the swimming pool with the pump. Troubleshooting was done for fluid in the pump. Customer's blood glucose was 95 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.